Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case description: during pm, biomed had a 8100 unit fail patient side occlusion. Was only able to read up to 6 psi. Both pressure sensors were replaced. Sn: (B)(4). Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Patient or user involvement: no. Patient or user harm: no. Case resolution: recommend that biomed try another platen assembly. If that does not correct the issue replace door assembly, then lastly the logic board. Biomed already replaced the mechanism assembly as well. Biomed will try a new platen assembly and retest. Will call back if needs further assistance. Biomed ended call.. Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4). Case subject: npi 8100 failing patient side occlusion test. (B)(4).